Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. It was observed that the ball bearings were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the attachment heated up. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.